Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device¿s screen would not light up for them to be able to turn it off. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
After further investigation it was confirmed by the remote service engineer (rse) that the customer was able to resolve the issue on their own. The rse provided the customer with philips customer service for any additional support needed. It is unknown what troubleshooting the customer did to resolve the reported issue. No further information was obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.